Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had coupling and communication issues with her implantable neurostimulator (ins) while trying to recharge. She indicated that she last recharged on (B)(6) 2011 with all coupling bars shaded. Due to the lack of coupling, the pt reported a loss of therapeutic effect. It was noted that her neurostimulator was low and needed to be recharged. F/u info indicated that the pt's healthcare professional suspected the device may have been flipped and surgery was performed on (B)(6) 2011 with the intent of either flipping the device back over or replacing it. When the pocket was opened the device was clearly flipped. The device was securely sutured into the pocket and also sutured the extensions loosely (the excessively long extensions were coiled up in the pocket). Impedance measurements showed no problems. Following the procedure, the pt was able to get good coupling was obtained and the outcome was reported as "perfect". A f/u report will be sent if add'l info becomes available.